Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device evaluation: device log files were reviewed for this event, and it was determined that the reported issue of inaccurate cuts could not be confirmed for the satellite station as and no failures were identified. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined.

Event description:
It was reported that during a total knee arthroplasty (uka) procedure the surgeon noted that their flexion space seemed extremely tight on the balance graph compared to their extension space. Additionally, after a 3-degree hip-knee-ankle (hka) correction, the velys satellite station system and velys base station defaulted to a 2mm tibial resection. The surgeon made several planning adjustments and most of the resections were able to be completed robotically. It was reported that the posterior femoral condyle resection with the device was going to be under-resected by 5mm. Therefore, the surgeon free-handed the cut with a manual saw. The procedure was planned for a cemented implant. It was reported that the outcome was good. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.